Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient stated their device had never worked. It was reported that the patient had not seen their managing hcp for 3 years. The patient needed a hand MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.